Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large air bubble in the luer lock. The customer primed the air out. There was no impact to the customer's blood glucose level.